Event description:
Information received indicates the trendelenburg and reverse trendelenburg functions will not work.

Manufacturer narrative:
The hill-rom technician replaced the logic board to repair the bed.